Event description:
It was learned through implant patient registry and medical record that a 23mm 11060a aortic valved conduit in aortic position was explanted after an implant duration of two (2) months, twenty-three (23) days due to recurrent bioprosthetic endocarditis. The replacement is another 23mm 11060a konect avc. The patient was discharged on pod #16. Per medical record: the patient was discharged and completed 6 weeks of antibiotics from her index aortic valved conduit implant due to endocarditis. The patient presented two (2) months and 21 days later with right elbow pain for which there was concern for septic elbow, the cultures were negative, elbow pain presumed embolic. A tee revealed a new vegetation on the aortic valve and moderate mr. The indication for surgery recurrent endocarditis. The patient underwent redo sternotomy, aortic annular reconstruction with bovine pericardium, aortic root replacement using a 23mm 11060a aortic valve using a cabrol technique with reimplantation of the coronaries and mvr using a 27mm mitris valve, and pacemaker generator and lead removal. Vegetations on the aortic valve were sent for culture. There was phlegmon around the aortic root. The mitral valve was explanted and replaced due to concern for drop lesions on the leaflet. The aortic mitral curtain was intact. It is noted post implant heart function looked preserved; valves looked well seated without any significant leaks. The patient was transferred to cticu in critical but stable condition. A leadless pacemaker was implanted on pod #8. This is a 45-year-old female with a history of endocarditis s/p avr ( (B)(6) 2023), complete heart block s/p ppm.

Manufacturer narrative:
H11: corrective data: this event was found to be a duplicate and was previously submitted under medwatch #40292. Based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm 11060a aortic valved conduit was explanted and replaced with another 23mm 11060a avc after an implant duration of two (2) months, and twenty-four (24) days due to unknown reason.